Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate than programmed (under infusion) during therapy in the oncology department (medication, dose, programmed amount and delivery rate unknown). There was no known patient injury or medical intervention associated with this event. It was also noted that the customer biomedical service was unable to reproduce the symptom. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found in specification in relation to the reported under infusion which was not reproduced. The device was found to infuse within specifications. Should additional relevant information become available, a supplemental report will be submitted.